Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.